Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) checked the machine as per technical manual and found front end board is suspected defective as per error message. Fse had required part for testing purpose. Fse cross checked front end board with new one and problem rectified. Found customer machine front end board is defective. Fse visited at site and found customer has self repaired the machine. Customer had confirmed, he had replaced part from another working machine of site. Observed the machine and performed all functional test passed successfully. H3 other text : customer has self repaired the machine.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) electrical test failure code #117. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: 19, event site postal code: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) had electrical test fail code #117. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit found electrical test fail code-53 and 119. The issue will be resolve by replacing front end board-d670-00-0668. Customer has not shared any spare po. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.